Event description:
It was reported that the patient had an initial right hip resurfacing. Subsequently, the patient underwent an orif on an unknown date due to a fracture that was sustained after a fall. After this, it was reported that the patient was revised due to femoral fracture and avascular necrosis. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Metasulâ® duromâ®, component for femur, cemented, ã¸ 44/j item# 0100211144 lot# 2401260. Unknown cement item# unknown lot# unknown. Unknown plate item# unknown lot# unknown. Unknown screws item# unknown lot# unknown. G2. Report source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.